Event description:
It was reported that, "pt had initial implant in 2000. In 2006, he had liner replaced and the stem replaced with a zimmer tm implant. He presented to the surgeon with pain. The surgeon found the stem to be grossly loose. Although the cup was well fixed he removed it as he wanted a x3 liner. He put in a tritanium revision cup, 44mm liner, restoration ha 205 10/16 stem with a 44mm +0 c- taper head."

Manufacturer narrative:
Other devices listed in this report: unk zimmer stem, unk zimmer head, unk 58mm dual geometry no holed cup. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.